Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's device was explanted. Device return and evaluation is not necessary because the reported events of pain, protrusion, and migration are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient had tenderness around the generator site, and the lead was visible under her skin in the neck. The patient noted that her device appears to move a bit. Per the physician, this was likely due to her significant weight loss since the procedure. It was noted that the patient was reluctant for surgical intervention and opted for pain management. Patient later reported constant discomfort around her left ear, which the physician again attributed to weight loss. It was noted that the patient lost significant weight since the implant surgery and lost an additional 5 pounds. The patient was referred to a gi doctor to get the weight issues under control. The patient later reported that she is having the device explanted as she is in a lot of pain and lost lots of weight. Per the nurse of the patient's last known physician, she was not sure if the weight loss was caused by the vns. She was unable to confirm if the patient was referred for explant as they no longer see the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient again complained of discomfort and noted that the generator is protruding. It was noted that the patient's pain has been constant since implant and not with stimulation. The physician assessed this to be due to her small stature and placement of the device, possibly on a nerve. The device was turned off a few months ago due to a tolerability issue. It was noted that the patient has lost about 30 pounds but the weight loss is believed to be due to medication, not the vns, per the physician. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.